Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was readmitted for a gastrointestinal bleed (gib) on (B)(6) 2017. The patient underwent an u pper endoscopy where an active bleed in the duodenum was noted and treated. The patient was also transfused with packed red blood cells (prbc) and fresh frozen plasma (ffp).

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced annoyance when they were admitted to the hospital on (B)(6) 2017 for a gastrointestinal bleed and blood in their stool. The patient underwent multiple blood transfusions and was discharged on (B)(6) 2017. No further patient complications have been reported as a result of this event.